Event description:
The complainant has reported a pt with a diagnosis of cholangio carcinoma underwent a therapeutic rx stent placement for treatment. The guidewire caught within the stent delivery system catheter which prevented the stent from being deployed. Resistance was felt by the clinician during introducing and positioning. The guidewire and delivery system was removed as a unit. The nature of the stenosis is noted to be eccentric. The procedure was completed with another jagwire and flexima stent. The clinician was not able to regain access to that particular duct. The pt was hospitalized for observation due to the potential for pancreatitis as a result of the contrast media that was trapped above the stricture.